Event description:
It was reported that following the implantation of an advance sling, the patient experienced an "unchanged or worse" level of incontinence. Another continence device was placed on (B)(6) 2015. No patient complications were reported in relation with this event.